Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The electrode belt was found to be fully functional and capable of delivering a treatment upon investigation. Upon investigation of monitor sn (B)(4), resistor r781 was found to have an open connection. R781 is a resistor in the monitor's driven ground relay. The root cause of the open resistor was the external defibrillation of the pt. Downloads show that the monitor was fully functional and the resistor was intact prior to the external defibrillation. Device MFR date: monitor sn (B)(4) manufactured 06/01/2010. Electrode belt sn (B)(4) manufactured 07/01/2010.

Event description:
A zoll territory mgr called zoll customer support to report that a (B)(6) male patient passed away while wearing the lifevest. The pt was on hospital telemetry and the system did not alarm. The hospital reported that the pt passed away on (B)(6) 2011 at 18:05. The cause of death was reported as a ruptured ventricle. Review of a holter download indicated that supraventricular tachycardia (svt) at 112 bpm started at 18:00. The front-back (fb) channel was dominated by signal artifact starting from 18:03, while the side-to-side (ss) channel continued to show svt at approx 120 bpm. Starting at 18:05, there was periodic signal artifact that resembled CPR effort. Apparent polymorphic vt (approx 180 bpm) was observed on the ss channel, but due to heavy artifact on the fb channel the arrhythmia could not be positively identified. External defibrillation was given at 18:13. Following the external defibrillation, svt was shown at around 120 bpm that transitioned to nsvt and back to svt (120 bpm) at 18:16. The rhythm went back to vt (150 bpm to 180 bpm) at 18:16:22, mixed with signal artifact. The lifevest was shutdown at 13:38:56. A review of detector flags indicated that both of the fb channel electrodes and one of the ss channel electrodes were off the skin (possibly due to the CPR efforts by the hospital), which resulted in significant signal artifact that interrupted the lifevest's ability to detect the ventricular arrhythmia.